Event description:
It was reported that this implantable cardioverter defibrillator declared an error code message. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that upon review of device data, it was determined that this device is exhibiting unexpected behavior. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded error message, code 1003. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that upon review of device data, it was determined that this device is exhibiting unexpected behavior. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.